Event description:
Initial and f/u info received on 30-nov and 01-dec, from a physician, respectively was processed together. This non-serious spontaneous case report from (B)(6), upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a (B)(6) female pt who underwent poly-l-lactic acid (sculptra) therapy on (B)(6) 2010. Poly-l-lactic acid was injected into the nasolabial folds, temples and cheek lines. A total of 2 ampules were injected. Poly-l-lactic acid was reconstituted with 5 cc sterile water and 2 cc lidocaine. No add'l treatment details were mentioned. Relevant medical history includes fitzpatrick skin type ii. The reporter mentioned that the patient has no history of immunological or collagen-vascular disease. Concomitant medication info is unk. In (B)(6) 2010, one week after treatment, the patient developed small lumps at the injections sites, a burning sensation all over the face and edema. The patient recovered from the burning sensation and edema, but still has lumps at the injection sites. No biopsy was performed. The patient was treated with prednisolone 25 mg for ten days and subsequent azithromycin due to impure skin. The reporter stated there was no evidence of a systemic process. (B)(4). Physician's causality: not provided.